Event description:
During patient use, customer reported that the autopulse platform (serial #(B)(4)) displayed user advisory - "(ua)07" (discrepancy between load 1 and load 2 too large) error message. The customer was unable to clear the advisory and immediately performed manual CPR. Back at the station, the customer tested the autopulse platform with a manikin, a new and same autopulse battery used during the call, the ua07 error message was not reproduce. Patient death reported. The patient was in asystole when customer arrived and the patient had a very low survival probability. Per reporter, the patient outcome was not related to the zoll autopulse platform.

Manufacturer narrative:
The customer reported a complaint that the autopulse platform (serial # (B)(4)) displayed user advisory - "(ua)07" (discrepancy between load 1 and load 2 too large) error message was confirmed based on the archive data review but was not confirmed during the functional testing. No device malfunction was observed during the testing, and the autopulse platform functioned as intended. The probable root cause for the customer reported ua07 error was due to the patient not being oriented on the autopulse platform correctly, or the patient has shifted, likely attributed to an unintended user error. User advisory is a clearable error message; per the autopulse maintenance guide and autopulse user advisory list, user advisory 07 occurs when the load sensing system has detected a weight/load imbalance between the two load cells. The device does not need to perform compressions for this to occur; it may happen when the device is powered on. User advisory 07 is an indication that the patient/manikin is out of position, or the patient/manikin is not properly centered. The recommended actions to take for this type of user advisory are: ensure the patient/manikin is properly aligned (armpits on the yellow line), deploy the shoulder restraint to reduce patient/manikin movement, press restart to clear the ua. Upon visual inspection, unrelated to the reported complaint, noticed a cracked front enclosure at the front-end area and bottom enclosure has multiple cracks in the screw well area. The observed damages appeared to be the characteristics of user mishandling such as a drop. The front and bottom enclosures were replaced to remedy the observed issue. As part of routine service during testing, the platform was examined, and unrelated to the reported complaint, the encoder drive shaft does not rotate smoothly, exhibits binding and resistance due to a sticky clutch plate. The sticky clutch plate was deburred to address the issue. The impact of a sticky clutch was not severe enough to make the platform non-functional. The archive data indicated several ua07 error messages around the customer's reported event date; thus, confirming the reported complaint. The autopulse platform passed the functional testing without any fault or error. The customer reported ua07 error was not reproduced during the testing. In addition, a load cell characterization test was performed, and the results confirmed both load cell modules function within the specification. The autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. A load cell characterization test was performed and confirmed that both cell modules function within the specification. The autopulse platform passed the final testing without any fault or error. According to available information, the death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.